Event description:
The vns patient reported that she developed an infection at the generator pocket four days after generator replacement surgery on (B)(6) 2007. It was reported that the generator site initially looked white and then turned green. The patient was given an antibiotic regiment but her infection did not resolve so the patient was hospitalized. Cultures were taken and were (B)(6). The patient was given another antibiotic regiment and the infection resolved after approximately two weeks.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.